Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter; product ID: 8782, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 8782, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving infumorph with concentration 25 mg/ml at a dose rate of 22 mg/day via an implantable pump for non-malignant pain. It was reported that the patient stated she was having increased pain and having pain where she believed the catheter to be in her back. The event occurred during normal use. The event occurred in (B)(6) 2018. The date (B)(6) 2018 is considered an approximate date of event (month and year known only). The patient was brought to operating room for pump replacement. The hcp was able to aspirate from the catheter access port (cap) intraoperatively, but prophylactically replaced the catheter as well. The pump and complete catheter were explanted and replaced. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. The physician did not want catheter returned to the manufacturer, just the pump for analysis. The pump was sent to pathology per the account protocol and was to be returned to the manufacturer when it was available. The hcp had discarded the catheter. Other medications the patient was taking at the time of the event was unable to be obtained. The patient¿s medical history was indicated as having been requested but was unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the pump on 2018-(B)(6) revealed no anomaly. Analysis of the model 8780 catheter (partial catheter / titanium housing returned only) revealed a non-significant finding regarding the sutureless catheter connector having been damaged at explant. The model 8782 catheter component was not returned to the manufacturer. H6: the previously applied method code 4114 and results code 3221 remains applicable to the catheter with model 8782. The results code 213 pertains to the pump and catheter model 8780. The conclusion code 67 remains applicable to the pump and both catheter components. If information is provided in the future, a supplemental report will be issued.